Manufacturer narrative:
Information was not provided during initial contact. Cracked blade evaluation summary: three devices were received in analysis. The first and second device was opened and works properly. The tissue pad was melted. The third device was received with a cracked blade, and non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure.

Event description:
It was reported that during an unknown procedure, the tissue pad was melted on the 1st and 2nd device, and the 3rd drive locked out. Another same like device was used to complete the case. There was no patient consequence.